Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over 6 months. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received confirming the patients ipg was explanted and replaced on (B)(6) 2021. Therapy was restored post-op.